Event description:
Customer reported an ongoing intermittent past low blood glucose (bg) event; however, specific values were not provided, as it was only noted as "low." In response to the event, the customer consumed carbohydrates as a treatment action. Although the root cause of the low bg is unknown, the control-iq feature was active. The customer technical support (cts) team recommended the customer consult their healthcare provider to discuss factors that may be affecting their bg levels.